Event description:
It was reported that a pump will power on when the case is pressed. The device also displays a slide clamp alarm. It was also reported that there was no pt involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was received and evaluated by baxter. The evaluation confirmed that the pump will power on when the door is manipulated caused by a failed upper latch switch. This is also the cause of the slide clamp alarm. The upper latch switch was replaced.